Manufacturer narrative:
MFR's report date: 04/08/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for eval. The cause of reported leak is unk.

Event description:
Customer reported that during a chemo infusion (paclitaxel), the IV set leaked. Unsure of leak location - one report said it leaked from the filter and another said that it leaked from the male luer lock connection. Approx 1 ml of chemo leaked onto the linen and 5 mls leaked onto the floor. The set was discarded.